Event description:
A report was received from (B)(6), stating that the device had a damaged hose. It is unk that this event occurred during surgery. There was no report of injury or medical intervention. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. (B)(4).